Event description:
A malfunction alarm identified as "malf 9" was reported, but there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the reset, and confirmed the issue did not recur, allowing the customer to continue using the pump.